Manufacturer narrative:
(B)(4). Batch # p57t9m. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was unavailable: can you please explain details when the stapler did not staple on a regular basis? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Were there issues noted with staple formation (staple line appearance)? If so, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Can you please confirm that the product was an ats45 device and that lot number p93j20 is correct?

Event description:
During surgery, the stapler did not staple on a regular basis. The exchange of the product was made. The patient had no impairment due to what happened and passes well. Procedure: video lap appendectomy.